Event description:
During a routine follow-up, two events of noise had previously occurred which started and stopped spontaneously. The noise could not be reproduced during the follow-up session. The pt could not be reproduced during the follow-up session. The pt could not remember if something in particular had happened the day the episodes occurred. The decision was made to explant the lead.